Event description:
It was reported that withdrawal difficulty and guide wire detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 014/300/sst platinum plus guide wire was selected and advanced a little deeper in the sub intimal space in order for the offroad system to be advanced a little more distally. While advancing the wire, the radiologist felt resistance and the wire was not advanced any further. Upon pulling the wire back a little, it was noticed that it was stuck in the sub intimal space and could not be pulled back with little force. More force was applied and the wire came back; however, approximately 1cm of the guide wire tip had detached from the rest of the wire and was left inside the sub intimal space. No attempt was made to retrieve the tip as it remained in the sub intimal space. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).